Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the surgeon reported that the device could not be squeezed down plastic to plastic; the staples malformed with all legs straight and the firing trigger could not return home after firing. The surgeon had to separate the firing trigger and the handle with force and removed the device. Other product was used to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # n53k55. Photographic analysis: the photo provided shows a portion of tissue with a scissor and two metal devices on it. No staples can be seen, when the picture is enlarged it becomes blurry. Based on the photo alone the event describe is not confirmed, unfortunately there is not enough evidence in the photo to determine root cause. The analysis results found that the ccs25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.